Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. Upon functional evaluation, the device functioned as intended. Device was disassembled and no damages were found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device would not fire. A like device was used to complete the procedure. Upon device evaluation, cannula cap was detached. There were no patient consequences. Additional information has been requested.